Event description:
It was reported that one unknown company's surgical adhesive bandage was removed by the patient's general practitioner two weeks after knee replacement surgery in 2025 at a medical center. It was reported that the end user entire skin area beneath the bandage was bright red, inflamed, hot, irritated with intense itching. After a few days, the patient noticed that itching was intensified, redness was spread, and blisters were formed. Deepest redness was also observed in the area covered by surgical bandage. The nurse had advised the end user to take diphenhydramine and hydrocortisone cream which helped in decreasing itching. However, later it was stated that the situation of end user got worse when redness, inflammation spread throughout the body up to left leg, to torso, even on right arm. The patient used to send daily pictures to the surgical team at nursing care and then later on weekly pictures were sent. The end user reported symptoms got worsened within three weeks, but patient's physical therapy and healing were slowed down and impeded by the inflammation and discomfort. It was further reported that after more than a month later, the end user's right leg which had been operated on still was discolored, darker than her left leg. Furthermore, it was mentioned by the end user that she noticed her medical record on which an allergy was listed to the company's unknown surgical adhesive dressing which read silver foam bandage. No photo is available at this time.

Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that aquacel ag surgical dressing was used, although the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number: 412010 has been captured. Name of medication: benadryl (diphenhydramine). Based on the available information, this event is deemed to be a serious injury. The event is considered misuse. Per the instructions for use (IFU), the dressing should not be used for more than 7 days. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.